Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The clip delivery system has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10270235/24) reported has been filed under a separate manufacturing reference number

Event description:
Subsequent to the previously filed medwatch, additional information received: post procedure, some analysis of the device was performed at the user facility. It was not known if the analysis would have caused or contributed to the device damage (torn clip introducer/missing clip frictional elements) found. Additionally, due to the poor echocardiogram imaging and calcified leaflets, a misinterpretation of the leaflet insertion assessment occurred which resulted in the detachment of the clip from the posterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The cds was returned with the lock lever broken at the threads. The clip introducer (ci) pebax was torn and a piece of the pebax was noted to be inside the clip on one of the gripper arms. Upon inspection of the gripper arm, it was identified that two of the frictional elements (fe) were not present on the gripper, one was partially broken and two were bent. Additional information received from the account indicated that some post procedure analysis was performed on the cds, but it could not be confirmed if the fe damage was caused by the post procedure device manipulations; therefore, a definitive cause for the damage could not be determined. As the lock lever was broken, the reported difficulty opening the clip could not be replicated in a testing environment and could not be confirmed. The inner components of the device were examined and the actuator coupler and mandrel were found to be bent. The clip was installed on a proxy shorty catheter with a proxy actuator coupler and mandrel (therefore straight) to simulate actuation of the clip; the clip was able to open and invert smoothly. The reported difficulty removing the cds from the sgc (steerable guide catheter) was tested by inserting the returned cds into a proxy sgc. No resistance was felt upon removing the cds from the sgc; therefore, the reported difficulty removing the cds from the sgc was unable to be confirmed. Potential causes for difficulty opening the clip and difficulty removing the cds from the sgc are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and all components actuated as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove and clip difficult to open incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, the information provided in the case details stated that the cds was not curved more than 90 degrees and there were no curves on the sgc upon insertion. It was further stated that the patient had calcification on both posterior and anterior mitral valve leaflets. Although the reported event of difficulty opening the clip could not be replicated in a testing environment, the clip was able to be opened when a proxy shorty catheter was used; therefore, the most probable cause for the reported difficulty could be attributed to the bend in the actuator coupler. It is possible that there may have been varying amounts of tension/force felt by the device during procedure due to the anatomy, such that the actuator coupler became bent. During actuation, the actuator mandrel and coupler assembly travels up and down the delivery catheter and clip, so if the actuator mandrel or coupler bends, actuation may become difficult to impossible. However, this cannot be definitively confirmed. Therefore, based on the information reviewed, a definitive cause for the reported difficulty opening the clip cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The reported difficulty removing the cds from the sgc with respect to patient/procedural conditions and/or user technique, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during removal, excessive curves applied to the device by the user before removal, clip getting caught on the guide tip or clip arms not fully closed upon cds retraction. Based on the device inspection and information received, a definitive cause for the reported difficulty removing the cds from the sgc cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This event is being filed as the clip delivery system (cds 10270825/13) met resistance while it was being retracted into the steerable guide catheter (sgc). Difficulty during removal of the cds has the potential to cause or contribute to patient injury. It was reported that the mitraclip cds (10270825/13) was prepared for use and functioned properly. During the insertion and advancement through the sgc there was no resistance. The sgc tip was in neutral when positioning in the left atrium (la). During the attempt to open the clip in the la, the clip could not be opened more than 90 degrees. Troubleshooting steps were performed as per the instructions for use, but were not successful. When the cds was being retracted back into the sgc resistance was noted. Due to the device issue, a significant delay in the procedure occurred as another cds had to be prepared for use. Two additional cds devices were used. Both the posterior and anterior mitral valve leaflets had calcification on them, but not on the same segments. After the clips were placed onto the mitral valve leaflets, the leaflet insertion assessment was difficult as the leaflets were calcified and echocardiogram images were not good. The mixed mitral regurgitation (mr) grade was reduced from 4 to 2-3 with the implantation of two clips. A few minutes after the implantation of the second clip (10270235/24), it detached from the posterior leaflet. There did not appear to be any leaflet injury. The mr grade remained at 2-3. Post procedure, the patient was clinically stable. No additional intervention was planned. No additional information provided.